Event description:
It was reported that the patient presented in emergency room due to unspecified stimulation over right ventricular (rv) pacing. Upon interrogation, it was found that the rv lead exhibited increased capture threshold and r-wave amplitude variation. Chest x-ray was performed and confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.

Event description:
New information received notes that during right ventricular (rv) lead revision, it was found that the rv lead helix exhibited failure to extend.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed and the reported events of increased capture threshold and r-wave amplitude variation were not confirmed. A full lead was returned in one piece for analysis. Visual and x-ray examinations found the helix was stretched and the inner coil was overtorqued consistent with procedural damage. The cause of helix mechanism issue was isolated to the damaged helix and overtorque of the inner coil. Electrical testing were normal with no other anomalies found.